Manufacturer narrative:
Additional information received on july 29th 2019: the pathogen is propionebacterium acnes.

Manufacturer narrative:
Batch review performed on 02 july 2019: lot 176146: (B)(4) items manufactured and released on 05-jan-2018. Expiration date: 2022-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 7 months after primary the surgeon revised the patient knee for an infection case. Liner swap performed successfully.